Manufacturer narrative:
The report received from the affiliate indicated that during pci of a 99% de novo lesion in the distal rca that was slightly calcified and highly tortuous, a 3.5x18 mm cypher bx was delivered to the target lesion without friction and when being inflated up to 8 atm, the balloon ruptured. The lesion had been pre-dilated with a lacrosse balloon catheter. Balloon rupture of the cypher balloon catheter was confirmed by decreasing pressure of the inflation device. Therefore, the sds of the cypher bx was retrieved from the patient without difficulty and post-dilation was conducted with a lifespear balloon catheter at 16 atm to further dilate the cypher bx stent. The procedure was finished successfully. There was no patient injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. The physician commented that "there was no difficulty delivering the cypher bx nor the balloon catheter for lesion pre-dilation, so there might have been effect of the stent strut due to the flexed lesion, but the cause of the balloon rupture was unknown". The type of contrast media used was unknown. The exact saline to contrast media ratio was unknown. An indeflator of unknown brand was used and the same indeflator was successfully used with other devices. There was no difficulty advancing the catheter through the vessel or crossing the lesion. One non-sterile cypher 3.50 x 20 mm was received coiled inside 2 plastic bags. One kink was noted at 11.8 cm from distal end. The balloon was deflated. The stent was not received. As part of the functional analysis, water was applied to the catheter and a leakage was noticed near the distal end. The sem results showed that the balloon exhibited evidence of multiple external abrasions near the tear edge; the balloon internal surface exhibited evidence of abrasion. The exact cause of the balloon leak could not be conclusively determined. The marker bands exhibited no anomalies. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The balloon ruptured experienced by the customer was confirmed. The exact cause for the confirmed balloon burst could not conclusively be determined, however neither the DHR nor the product analysis suggests that the reported issue is related to the manufacturing process and no corrective actions will be taken at this time. Based on the presence of surface abrasions on the returned balloon, it appears that vessel characteristics and/or procedural factors may have contributed to the event.

Event description:
The report received from the affiliate indicated that during pci of a 99% de novo lesion in the distal rca that was slightly calcified and highly tortuous, a 3.5x18mm cypher bx was delivered to the target lesion without friction and when being inflated up to 8 atm, the balloon ruptured. The lesion had been pre-dilated with a lacrosse balloon catheter. Balloon rupture of the cypher balloon catheter was confirmed by decreasing pressure of the inflation device. Therefore, the sds of the cypher bx was retrieved from the patient and post-dilation was conducted with a lifespear balloon catheter at 16atm to further dilate the cypher bx stent. The procedure was finished successfully. There was no patient injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. The physician commented that there was no difficulty delivering the cypher bx and the balloon catheter for the pre-dilation had no problem and so there might have been effect of the stent strut due to the flexed lesion, but the cause of the balloon rupture was unknown because the balloon catheter for the post-dilation had no problem. The exact ratio of contrast is unknown but it is usually 1:1. An indeflator of unknown brand was used and was successfully used with other devices. There was no difficulty advancing the catheter through the vessel or crossing the lesion.

Manufacturer narrative:
This device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. This device is available for testing and evaluation but not yet been received for analysis. Additional information received will be submitted within 30 days upon receipt. Concomitant devices: gw: fielder fc, gc: launcher 6f sal1, bc: lacrosse, lifespear, sheath: goodman's.